Event description:
Boston scientific received information that this patient¿s intrinsic rhythm was observed to be at 100 beats-per-minute (bpm) despite the device being programmed to ddi 50 with hysteresis offset -10 (40 bpm). Undersensing and high out of range pacing impedance measurement of greater than 2000 ohms was observed on the right atrial channel. The patient is not atrial dependent and their system was reprogrammed and they will continue to be monitored. The reason for the impedance and undersensing issues was not determined. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.